Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated mdrs #1225714-2014-04206, 1225714-2014-04207, 1225714-2014-04208, 1225714-2014-04209, 1225714-2014-04210 and 1225714-2014-04211.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004, a cardiovascular event on or about (B)(6) 2009 and a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.